Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message. It is not known whether or not the issue was resolved with troubleshooting. There were no allegations of harm or injury.